Event description:
It was reported that a pta balloon detached from the catheter shaft while the device was being retracted through the introducer sheath. Reportedly, the proximal end of the pta balloon became stuck in the introducer sheath and sheared off from the catheter shaft during withdrawal. The introducer sheath was removed from the patient with the pta balloon stuck inside. The procedure was completed using an add'l pta balloon dilatation catheter. No patient injury.

Manufacturer narrative:
The complaint sample has been returned and the device eval is currently underway. The lot number was provided and the device history records were reviewed. This lot number is associated with a device recall due to premature catheter breakage.